Event description:
Customer reported that the system will not make x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier power supply. System operates as intended.